Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, there was a green line going through the display. The display was clear and legible when tested with a test display. There was a crack found between the case seal and the keypad cover. The battery compartment was found to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.